Event description:
It was reported that patient complained of blurred vision and eye pain and visited the hospital for reexamination. The patient was immediately reexamined and diagnosed with right eye endophthalmitis. The patient was given medical intervention. Intravitreal vancomycin injection combined with subconjunctival injection of dexamethasone and atropine in the right eye and under topical anesthesia for anti-infection treatment. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.